Manufacturer narrative:
Wheels and caster horns, torsion spring.

Event description:
It was reported by service report that all four wheels and caster horns are worn. It was further reported that the safety bar torsion spring was broken. No patient involvement or adverse consequences are reported.